Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted due to ventricular arrhythmia which needed fibrillation or cardioversion as a treatment. Defibrillation was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. Additional information was received stating that the arrhythmia and the patient¿s implantable cardioverter-defibrillator (ICD) did exist prior to the vad. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas) (B)(6). No product available for investigation. The heartmate ii lvas IFU (rev. B) and the heartmate ii lvas patient handbook (rev. D) are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.